Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that a defect was found at the end of the sheath. The doctor completed the procedure using another device.

Manufacturer narrative:
(B)(4). The customer returned one dilator for evaluation. Visual examination revealed the tip of the dilator is bent and compressed. The device contains white coloration at the point of bending, indicating the dilator was under stress. The dilator contained signs of use in the form of biological material on the tip. The length and outer diameter of the returned dilator were measured and were found to be within specification. The inner diameter of the tip of the returned dilator could not be measured as the tip was damaged. A device history record (DHR) review could not be performed as the material and batch did not match. The IFU provided with this kit instructs the user to "enlarge cutaneous puncture site with cutting edge of scalpel positioned away from the spring-wire guide" before dilating skin. The customer complaint of a damaged dilator tip was confirmed by complaint investigation. The returned dilator tip was compressed and bent. The tip also contained white stress marks, indicating force caused the damage. Based on the sample as received and the report that the event happened during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that a defect was found at the end of the sheath. The doctor completed the procedure using another device.